Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, a dyonics 25 inflow/outflow fork suction was over pumping fluid. Surgery continued without any delay, with the same device. No further complications were reported. No further details available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found it did not reveal any malfunction. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H11 h8: updated.